Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to elevated thresholds. The pacemaker-dependent patient's condition post procedure was stable.

Event description:
New information on (B)(6) 2018, indicated that intermittent loss of capture was noted on the monitor when the patient had a stress test.